Event description:
Event description guidant received information that the patient implanted with this device had a syncopal episode. The sudden brady response (sbr) feature was turned on and was programmed aggressively. The source of the patient's syncope was unknown.

Event description:
Guidant received information that the patient implanted with this device had a syncopal episode. The sudden brady response (sbr) feature was turned on and was programmed aggressively. The source of the patient's syncope was unknown. Additional information was received that the device was explanted almost seven years later for an unknown reason. The device was returned and underwent standard analysis testing.

Manufacturer narrative:
Guidant's technical services that the patient may be syncopal for a non-cardiac related issue, or the device programming needs to be adjusted. No additional information is available at this time. If more information becomes available, the event will be reopened. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.